Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6) hospital west, (B)(6) medical center. It is unknown which facility the device was implanted at. The lot # oml8031801 provided, did not match the upn.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on an unknown date. According to the complainant, the patient experienced infections, bowel problems, pelvic pain, bleeding and disfigurement as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.